Event description:
This procedure was performed in the common illiac: the physician advanced the primus through the sheath, and it would not cross the stenosis in the common iliac, which the physician claimed to be about 80% stenosis, but heavily calcified. Physician did not attempt to deploy, as it did not cross the lesion. In an attempt to remove the device back through the sheath, the proximal end hit the sheath, and popped off the balloon, it was mounted on and dislodged. Physician removed the balloon catheter, then did an open procedure to remove the stent. Physician said a open procedure was already planned so this event did not change the course. Physician did deploy another stent after first pre-dilating, to a successful end.